Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 12/22/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed. Investigation not completed.

Event description:
Customer reported that during a routine shift check the autopulse platform (s/n (B)(4)) displayed a system error (system error out of service revert to manual CPR). The customer was unable to clear the error. No patient involved with this event. No additional information provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll (B)(4) for evaluation. Visual inspection was performed and the front enclosure was cracked, thus unrelated to the reported complaint. From the condition of the platform, the damages appear to have been caused by normal wear and tear (autopulse manufacture 3/2014). Functional testing was performed and the platform displayed "system error, out of service. Revert to manual CPR" (alert ID 139) message upon powering up the platform, thus confirming the reported complaint. It was determined that the processor board was defective. A review of the archive was performed and it shows the event occurred on the reported date of (b)(60 2015 with no issues. However, the archive shows that the "system error 139 (unable to hold compression position) message occurred on (B)(6) 2015, thus confirming the reported complaint. In summary, the reported complaint of the "system error, out of service. Revert to manual CPR" message occurred was confirmed based on the archive review and during functional testing. The processor board was replaced to remedy the reported complaint. Unrelated to the reported complaint, the physical damage to the platform was attributed to normal wear and tear. Following service, including replacement of the front enclosure and the processor board, the platform passed all testing criteria.